Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00673. It was reported the pt (B)(6) experienced a change in stimulating pattern. The issue was noted when the pt was gently stretching and was proceeded by a sudden strong pain at the ipg site. An x-ray was taken for further interrogation; however, no visual anomalies were noted. The pain at the ipg site remains unresolved. Noninvasive troubleshooting and reprogramming will be undertaken in an effort to address these matters.